Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of urticaria ("generalised urticaria") in a 53 year-old female patient who had essure inserted (lot no. 65487). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced urticaria (seriousness criterion intervention required). The patient was treated with surgery (surgery for the removal of implants). At the time of the report, the event had resolved. No causality assessment was received for essure with regard to urticaria. The reporter commented: the patient has described generalised urticaria for about 3 years requiring specialised dermatological treatment. The essure implants were removed at patient´'s request. There is a discrepancy regarding the number of the devices removed reported in the source document: one or two. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of urticaria ("generalised urticaria") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced urticaria (seriousness criterion intervention required). The patient was treated with surgery (surgery for the removal of implants). At the time of the report, the event had resolved. No causality assessment was received for essure with regard to urticaria. The reporter commented: the patient has described generalised urticaria for about 3 years requiring specialised dermatological treatment. The essure implants were removed at patient´'s request. There is a discrepancy regarding the number of the devices removed reported in the source document: one or two. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of urticaria ("generalised urticaria") in a 53 year-old female patient who had essure inserted (lot no. 65487). The patient had a medical history of somatotropin increased (secondary to arachnoidocele), gonadotropin deficiency (and lactotropin deficiency), corticotrophin deficiency and graves' disease. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced urticaria (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with antihistamines, other therapeutic products, xolair (omalizumab) and aerius [ebastine] as well as surgery (surgery for the removal of implants). At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to urticaria. The reporter commented: the patient has described generalised urticaria for about 3 years requiring specialised dermatological treatment. The essure implants were removed at patient´'s request. There is a discrepancy regarding the number of the devices removed reported in the source document: one or two. The reporter mentioned that the urticaria still ongoing with 1 to 2 outbreaks per week. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2022: the following infirmation were added: start date of urticaria, essure lot number, treatment drugs, medical history and the outcome of urticaria was changed to not recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of urticaria ('generalised urticaria') in a 53-year-old female patient who had essure (batch no. 65487-invalid) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion intervention required), lasting 3 years. The patient was treated with surgery (surgery for the removal of implants). Essure was removed on (B)(6) 2022. At the time of the report, the urticaria had resolved. The reporter provided no causality assessment for urticaria with essure. The reporter commented: the patient has described generalised urticaria for about 3 years requiring specialised dermatological treatment. The essure implants were removed at patient´'s request. There is a discrepancy regarding the number of the devices removed reported in the source document: one or two. Lot 65487 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-oct-2022: quality safety evaluation of ptc.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.